Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that due to burnout of the plastic distal end cover, a part of the cover dropped out. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cystonephrofiberscope exhibited a piece of plastic distal end cover has fallen off due to burn damage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.